Event description:
A balloon ruptured at approx six atm during dilation of a thrombosed previously placed stent in the subclavian vein. Upon withdrawal of the balloon catheter, resistance was met. It was believed the balloon was hung up in the stent. An introducer sheath was advanced into the stent in an effort to remove the balloon catheter. Continual resistance was encountered against exertion and resulted in fracturing the catheter shaft. The detached segment was removed utilizing a snare by withdrawing the snare, catheter segment, sheath, and guidewire as a unit. However, damage to the cephalic vein was noted upon retrieval. Repair of the damaged vein was completed with a stent. The pt's condition is good. The device was destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used to dilate an existing stent. It was also indicated continual exertion was applied against resistance. Co believes the above factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: balloon dilation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is felt when removing a guide wire through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."